Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised for pain and elevated metal ions. Update rec'd 10/1/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from fluid build-up and limited mobility. A doi has been provided. There is no new additional information that would affect the outcome of the investigation. Update 1/20/15 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicate pain. The stem is being added for the alleged high metal ions (no labs provided).the complaint was updated on:2/13/2015. Update ad 29 may 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition in what was previous alleged, ppf alleges pseudotumor, infection, metal wear, and metallosis. Added cup and screw for the alleged infection. Doi: (B)(6) 2005 - dor: (B)(6) 2014(left hip)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.